Event description:
Caller reported an issue with a cartridge alarm, specifically cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and resolved the issue by deciding to replace the customer's pump.